Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the black box showed power loss events occurred on the date of the complaint. The battery cap threads were damaged/stripped. The battery compartment was cracked from the top of the pad to the cover part. The battery compartment was unable to be tightened due to the battery compartment crack. The pump was run for 24 hours successfully with the test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. Unrelated to the original complaint, the audio bolus button was inoperable, and the slug was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.